Event description:
Pt had insertion of peripherally inserted central catheter line under fluoro. Physician had difficulty with looping although physician had met no resistance. Physician attempted to move guidewire in both directions without success. Physician removed wire and noticed end of wire had been retained. Physician had met no difficulty in removing. Approx one inch of guidewire has been retained as a looped section in the soft tissue of pt.